Event description:
The following was reported to hamilton medical ag: "we had safety event #30661 was entered after we pulled the c1 - hamilton because the machine continued to alarm low peep. The respiratory therapist, myself (rt supervisor) and the educator responded to the patient bedside to troubleshoot the alarm. Patient did not experience any adverse event or harm.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Hamilton medical ag complaint number: (B)(4).

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: "we had safety event #(B)(4) was entered after we pulled the c1 - hamilton because the machine continued to alarm low peep. The respiratory therapist, myself (rt supervisor) and the educator responded to the patient bedside to troubleshoot the alarm. Patient did not experience any adverse event or harm.